Manufacturer narrative:
New information added on fields: d9, h3 and h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is most likely that the reported event was due to insufficient or incorrect reprocessing of the scope / accessory and reprocessed with a different procedure from that of the instruction manual. However, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU): instructions: visera cysto-nephro videoscope olympus cyf type v2 olympus cyf type va2 olympus cyf type v2r chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cysto-nephro videoscope had an issue where the scope was blown due to the pressure cap not being attached. The issue occurred during reprocessing. There were no reports of patient involvement.